Event description:
It was reported that during a pacemaker replacement procedure, it was observed that the insulation of this lead was absent. Subsequently, a new lead was implanted. No further information or other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a pacemaker replacement procedure, it was observed that the insulation of this lead was absent. Subsequently, a new lead was implanted. No further information or other adverse patient effects were reported.

Manufacturer narrative:
This report is being issued to correct the 'type of reportable event' to a 'serious injury' report.

Event description:
It was reported that during a pacemaker replacement procedure, it was observed that the insulation of this lead was absent. Subsequently, a new lead was implanted. No further information or other adverse patient effects were reported.